Manufacturer narrative:
Catalog and lot number were updated. Section d4 catalog updated from 7k76-30 to 7k76-77 and lot updated from 22353ui00 to 22353ui02. Section d4 expiration date and section h4 device manufacture date removed. An evaluation is in process. A followup report will be submitted when the evaluation is not complete.section d4 catalog updated from 7k76-30 to 7k76-77 and lot updated from 22353ui00 to 22353ui02. Section d4 expiration date and section h4 device manufacture date removed.

Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false elevated architect prolactin of 52.69 ng/ml (third day of menstruation) on a patient who tested another method of 13.42 ng/ml (fourth day of menstruation). The account uses a normal range 3.46-19.40 ng/ml for male and 5.18-26.53 ng/ml for female. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of at least 12 months complaint data for the complaint cause list number did not identify any adverse trend. Labeling review concludes that the issue is adequately addressed. A review of customer information aligned with customer issue and no additional issues were identified. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances or deviations associated with the complaint cause list/lot number and complaint issue. No product deficiency was identified.